Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 400 mg/dl while hospitalized for pneumonia. He said that his blood glucose was elevated because the staff at the hospital took him off of the pump and gave him a steroid injection. The customer declined troubleshooting for the high blood glucose. Insulin pump will not be returning for analysis.